Event description:
The surgeon reported chamber fluctuation with posterior capsule (pc) tears occurring. The surgeon stated the pc tears occur on 30-40% of the patients operated on. The surgeon stated the system has failed to maintain the chamber depth. The anterior chamber becomes suddenly shallow after the tip aspirated the material and lost occlusion. The posterior capsule came up and engaged the phaco tip leading to posterior capsule tear. This report is for one patient; for additional patients see mfg. Report #'s: 2028159-2008-00233; 2028159-2008-00234.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module for diagnostic purposes. The system was tested and met all product specifications. The company sales representative reviewed all the parameters and found the parameters were within alcon specifications. The company sales representative did suggest to the surgeon to increase the bottle height for more infusion pressure and to increase his incision size to 2.75mm rather than 2.50mm. The 2.75mm incision size is recommended for the 0.9mm flared 45 degree tip the surgeon uses. The surgeon did report that he is satisfied at this time with the suggested recommendations. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report mailed in to FDA on: 06/20/2008.